Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set tubing detached event on (B)(6) 2024. The site location was lower back. The location of detachment was at cannula . Infusion set was used for 1 day. No further information was available.

Manufacturer narrative:
E1: (B)(6).